Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that while performing a correlation study between the axsym digoxin ii assay vs. The axsym digoxin iii assay, they noted that the results generated on axsym digoxin iii were higher compared to axsym digoxin ii. Several pts were involved. For example a pt sample generated a result of 0.70 ng/ml when using the axsym digoxin ii assay and the same pt sample generated a higher result of 1.10 ng/ml when using the axsym digoxin iii assay. There was no impact to pts management reported.